Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse impact to customer's blood glucose level. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
B1, b2, b5, h1, h6 health effect clinical code 1905-remove, h6 health effect clinical code 2199- added, h6 health effect impact code 4607 and 4613- remove, h6 health effect impact code 4582- added b1, b2, b5, h1, h6 health effect clinical code 1905-remove, h6 health effect clinical code 2199- added, h6 health effect impact code 4607 and 4613- remove, h6 health effect impact code 4582- added.

Event description:
It was reported that a cartridge alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Customer was taken to the ER and/or was hospitalized. Customer needed 3rd party assistance by ER staff to treat high bg. Drain the infusion site and be given antibiotics. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.